Event description:
Was used on an outpatient for radiotherapy infusion. After completion of study, device was disconnected from IV tubing. Connector failed, allowing blood and saline backflow from IV site. Connector was removed. Connector was discarded due to radioactivity. No harm to patient.